Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that a retained catheter was found in the pulmonary artery of a patient. Further information received from customer stated that 35 cm of the distal end of a s/l 4fr groshong PICC embolised into a patient's pulmonary artery. The catheter has now been retrieved by an interventional radiologist.